Event description:
It was reported by the patient that her vns had stopped working. She was no longer feeling stimulation and was experiencing increased seizures. The manufacturer's battery life calculation did not support battery depletion. The patient was then transferred hospital due to increased seizures. A company representative followed-up and was unable to interrogate the patient's generator with four different tablets; therefore the increased seizures were attributed to the vns battery depleting. They indicated that the patient's output current had been increased in 2018 and that the patient used their magnet very frequently. Per the physician, the seizure rate was worse than pre-vns but that the vns had helped the patient tremendously. There were no other known external factors that could be causing or contributing to the increased seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced (B)(6) 2019. The explanted generator was discarded. No further relevant information has been received to date.